Event description:
One week after treatment to the nasolabial folds with juvederm ultra, the patient presented with "raised yellow pimples" on the left side of the treatment site. A follow up from the physician about a week and a half later, notes that the left nasolabial fold is extremely red and still has the 'raised yellow pimples', and resembled herpes. The patient does not have a history of herpes. The physician then prescribed another five-day supply zpack (zithromax) and valtrex, and within five days the symptoms were 80% improved. The physician then prescribed another five-day supply zpack. The physician stated that the treatments prescribed were given to prevent permanent damage or scarring. The physician did not have the lot number available to report at this time, and will provide the lot number at a later date.